Manufacturer narrative:
H6 codes have been updated to reflect conclusion of the investigation.

Event description:
It was reported that a patient with pain and delirium was revised approximately three months post-operatively to address three mesa deformity polyaxial screws which had migrated. This captures the first of the three screws.

Event description:
No new information.

Manufacturer narrative:
Additional data: d9, h3. H6 coding has been updated to reflect investigation conclusion.

Event description:
It was reported that a patient was revised and three migrated mesa screws were removed and replaced. It was further reported that the patient experienced delirium. This captures the first of the three screws.